Manufacturer narrative:
Per (B)(4) - initial report additional information, including operative notes, x-rays and patient medical history, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit and trinity revision of the stem, ecima liner and biolox delta ceramic head after approximately 3 years and 9.5 months due to a peri-prosthetic fracture following a fall.

Manufacturer narrative:
Per (B)(4) - final report: additional information, including operative notes, x-rays and patient medical history, has been requested in order to progress with the investigation of this event. However, the reporter was not able to provide us these documents. The appropriate devices details have been provided and the relevant device manufacturing records have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. As it was confirmed that the fracture was preceded by a trauma, no further investigation can be conducted, and the root cause is considered as external. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit and trinity revision of the stem, ecima liner and biolox delta ceramic head after approximately 3 years and 9.5 months due to a peri-prosthetic fracture following a fall.